Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states shipment of complaint material from russia suspended indefinitely.

Event description:
It was reported that the display of the infusion device was defective.